Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No device returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding an navigation device being used outside of procedure. It was reported that the system had a defective short spine clamp

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information: device lot number provided.

Manufacturer narrative:
Device evaluation: the short spinous process clamp was returned to medtronic for evaluation. The retainer ring on the tip of the adjustment screw had been pulled from the returned clamp and was missing. Analysis determined there was a physical damage failure with the returned spine clamp. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the retainer ring on the tip of the adjustment screw has been pulled from the returned clamp and is missing. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.